Manufacturer narrative:
The case description states the pdm gets warm and does not charge past 85%. No evidence of a thermal event was observed. The data indicates the device temperature stayed within the allowable range. The pdm was able to be charged up to 100%, and the data indicates that the pdm charged up to 100% while in possession of the user.correction to d(4): sequence number changed from unavailable to (B)(4).

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating while charging. It was also reported that the pdm cant go past 85% while charging.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.